Manufacturer narrative:
D10: 300-01-13 - eq humeral stem primary, press fit 13mm: (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6) 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial right rtsa. Subsequently, the patient experienced recurrent dislocation and instability. As a result, the patient underwent a right shoulder revision approximately 2 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and instability are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.